Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the device to be in good condition. No visible contamination and both seals were removed. Review of the event history log (ehl) did not show anything related to the reported issue. Functional testing included using mf series service test procedure and the reported issue was duplicated. The device was unable to connect to the network or download the firmware software. Troubleshooting found there was no lan mac or radio mac located in the device. The cause of the external communicator not working was related to the interconnect board. The interconnect board was replaced, and the software was upgraded to v1.6.5. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the external communicator was not working. No patient injury was reported.